Event description:
It was reported to philips that there was no power to the stand, table and table side operating modules. There was no allegation of injury to the patient or user. An investigation into this complaint has been initiated by philips.